Manufacturer narrative:
Device evaluation: 1 x spsof-10-10 of lot # c1534400 was not available for evaluation as it has not been returned to cirl, therefore a document-based investigation will be completed. Document review including IFU review: prior to distribution spsof-10-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for spsof-10-10 of lot number c1534400 did not reveal any discrepancies that could have contributed to this complaint issue. It was noted that the nc recorded for the lot would not have contributed to the issues experienced the review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1534400. It should be noted that the instructions for use (ifu0055-4) states the following: ¿if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ it was noted in information supplied in the patient¿s events info section that it was unknown what size wire guide and endoscope working channel were used in the procedure, either of which could have contributed to the issue experienced. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the stent becoming caught on the elevator of the scope, this would be consistent with the reported information in the difficulty in advancing the stent and the reported damage of the ¿sheared¿ stent noticed when withdrawing from the endoscope. Summary: complaint is confirmed based on customer testimony according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. It was unknown how the procedure was finished. Complaints of this nature will continue to be monitored for potential emerging trends

Event description:
Final MDR being submitted due to the completion of the investigation on 11-aug-21, this supplement is being submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Reported by the dm via phone call- the stent went down the endoscope and they had problems getting it to go into the duct so they ended up puling it out with a rat-tooth but it did not go back through the scope. They then pulled the whole scope out and noticed the stent was sheared off. The stent was not in the patient and was believed to be in the scope. It is unknown how the procedure was able completed.